Event description:
Customer reported an occlusion alarm, leading to a blood glucose level reading of "high," a specific value was unknown. The customer addressed elevated blood glucose with a manual dose injection and a correction bolus via the pump. Customer took corrective actions by changing the infusion set and cartridge, then resumed insulin administration.